Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during endoscopic ligation procedures for esophageal varices and anorectal hemorrhoids performed on (B)(6) 2025. During the procedure, the bands failed to deploy, which extended the operation time. The procedure was completed with another speedband superview super 7 device. There were no patient complications as a result of this event.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during endoscopic ligation procedures for esophageal varices and anorectal hemorrhoids performed on (B)(6) 2025. During the procedure, the bands failed to deploy, which extended the operation time. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.